Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was contamination on the response button switch. The root cause for the contamination could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.